Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post op x-rays from thoracic lumbar fusion shows rod fracture. L1-2 vertebral bodies are eroded/collapsed. The pathology is anterior hardware placement upward appropriate. It would be helpful to have a whole spine x-ray to assess surgical balance a fusion for hardware failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with pseudoarthrosis at l1,l2 and underwent posterior fusion at t10/l4. Post-op, the rod breakage was observed on both the sides. As for the right side, the rod was broken at the cranial side of the screw on l1/2, and as for the left side, the rod was broken at the cranial side of the screw on l3. It is unknown whether bone fusion was achieved. As a result, re-operation was performed. One level extension was performed and reinforcement was performed with dual rod. No patient complications were reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A long rod was cut into 2 rods and was used.